Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform rewind test, basic occlusion test, occlusion test, alarmed compromised force sensor system test, excessive no delivery test and displacement test due to motor error alarms.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The customer's blood glucose level was 106 mg/dl at the time of the incident. The customer reported that they got a motor error after changing everything and received a motor error during bolus. The customer reported that the drive support cap was normal or slightly indented. The customer did not report an e70 alarm. The customer was able to clear the alarm and was able to complete the insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.